Event description:
While performing a ureteroscopy procedure, the surgeon noticed foreign bodies that appeared to be clear filaments come out of the distal end of the dur-d invisio flexible ureteroscope. Subsequently, the filaments were removed from the pt with no pt harm.

Manufacturer narrative:
The scope had a good image. The deflection was to specifications; there was no leak. The scope was torn down for further evaluation, but we were unable to find any "foreign bodies." The working channel was leak tested, a leak was not observed; although, the external cover on the channel had holes due to deflection. The working channel was then cut open for further evaluation and scraping was noticed on the inner tube (teflon) from a sharp object. The scraping was from the proximal end to distal end (biopsy port to objective head), which caused the tube to peel.